Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The blood glucose level of customer was 42 mg/dl. The current blood glucose level of customer 185mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that customer had experienced symptom at the time of low blood glucose level. It was unknown that auto mode feature was active at time of incident. Customer was treated with food. The sensor had calibration not accepted and change sensor alert. The insulin pump will not be returned for analysis.